Event description:
Customer reported hospitalization. Customer states that blood glucose readings were high. Customer states that the blood glucose reading was 415 mg/dl at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.